Event description:
A malfunction alarm, specifically malfunction code 0, was reported by the customer. The issue did not cause the customer¿s blood glucose level to exceed 500 mg/dl, indicating there was no adverse impact. Technical support assisted the customer in resetting the pump, after which the malfunction did not recur. The customer was advised to continue using the pump and to contact technical support if the issue reappeared.